Manufacturer narrative:
The weight of the pt was rec'd after the initial report was submitted.

Event description:
The reporter indicated that on 08/28/97, the pulse generator was replaced. The following day, intermittent non-pacing was observed in the ventricle, and a sensitivity setting of 7.0mv was programmed for possible oversensing. An inner coil fracture is suspected. The telemetry will be rechecked for lead impedance and an x-ray will be performed.